Event description:
It was reported that during a breast biopsy procedure, the plastic tip applicator sheared off into the pt's breast. It is unk how the case was completed. No pt consequence reported.